Event description:
User facility mandatory medwatch received that stated: "went into patient's room at 1740 and found a bag of heparin empty. The bag had been hung at 1540. The settings were checked by myself and another rn. Upon my findings, I had a 3rd rn along with myself recheck the settings. The settings were found to be correct IV stopped. Md notified and stat labs ordered. IV pump removed and replaced by a new IV pump." Upon further query, the following information was provided that indicated the patient received more medication than intended. The device was returned to the biomedical engineering department with a note that stated, "medication infused over 2 hours. Something wrong with pump. (B)(6)." The customer contact reported that the patient stated that "the pump was going really fast before this happened." During a review of the pump history at the user facility, it was found the concentration of the heparin was programmed for 2500 units, instead of the intended concentration of 25000 units. It was reported that unspecified stat labwork was drawn; however, the results were not provided. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided including the specific lab results drawn after the event.

Manufacturer narrative:
User facility voluntary medwatch report was received on (B)(6) 2010. The report number was not provided. The device is expected to be returned for investigation. It has not yet been received. The history was downloaded and printed at the user facility. The time on the pump was noted to be 1 hr and 49 minutes ahead of the actual time. A review of the pump history shows that on (B)(6) 2010 at 1348, the device was powered on and the settings were cleared. At 1349, line a was programmed in the dose calculation mode to deliver heparin, 2500 units/250ml, with a dose of 1100 units/hr, at a calculate rate of 110ml/hr with a vtbi (volume to be infused) of 249ml, for a duration of 2 hours, 15 minutes, and the delivery was started. At 1527, the line a alarmed for n186 (distal occlusion). At 1530, line a was restarted at the same rate with a vtbi of 79.1ml. At 1532, the line a alarmed for n186. At 1535, line a was restarted at the same rate with a vtbi of 74ml. At 1543, line a alarmed n186. At 1553, line a was restarted at the same rate with a vtbi of 58.6ml. At 1553, the volumes were cleared on lines a and b. At 1625, the device alarmed that the infusion was complete. At 1635, line a was programmed using the same parameters with a vtbi (volume to be infused) of 249ml, for a duration of 2 hours, 15 minutes, and the delivery was started. At 1635, the delivery on line a was stopped. At 1636, line a was reprogrammed in the dose calculation mode to deliver a concentration of 2500 units/250ml, with a dose of 11 units/hr, at a calculated rate of 1.1ml/hr, with a vtbi of 244.9ml, for a duration of 222 hours 38 minutes, and the delivery was started. At 1639, the delivery on line a was stopped and the device was turned off. A review of the pump history indicates that the pump delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4). Additional information from the voluntary report: brand name: abbott a+ infusion pump. (B)(4).